Event description:
Two patients with discrepant sodium and potassium result. Initial sodium result 100 meq/l, repeat 140 meq/l; initial potassium result 2.7 meq/l, repeat 3.8 meq/l. Initial results were not reported. The field service rep determined a clogged waste valve to be the cause and cleaned the valve. Performance tests performed which were within specification.

Event description:
Two patients with discrepant sodium and potassium result. Initial sodium result 85 meq/l, repeat 140 meq/l; initial potassium result 2.7 meq/l, repeat 4.4 meq/l. Initial results were not reported. The field service rep determined a clogged waste valve to be the cause and cleaned the valve. Performance tests performed which were within specification.